Event description:
Info rec¿d from our (B)(4) affiliate. On (B)(6) 2012 a rep from a contact lens shop reported that a pt who wore 1-day acuvue trueye narafilcon a contact lenses (narafilcon a product is not marketed in the u.s.) Experienced an adverse event. The pt reported experiencing pain od when inserting a 1-day acuvue trueye lens resulting in the pt visiting an eye clinic where the pt was diagnosed with corneal erosion in the od. No visual attributes were noted by the pt prior to inserting the lens in question. On (B)(6) 2012, the treating eye care professional (ecp) confirmed that the pt presented on (B)(6) 2012 with c/o injection, tearing and crying with pain od. The pt was diagnosed with corneal erosion od. The affiliate noted ¿the ecp with corneal erosion od. The affiliate noted ¿the ecp has never seen such kind of erosion before.¿ the ecp also noted that the erosion was central, ¿7-8 mm, two-layered and over the pupil.¿ peripheral keratitis was also present. The pt¿s va was not measured; ¿the pt couldn¿t see.¿ the pt was instructed to d/c contact lens wear and treated with levofloxacin and hyalin ophthalmic solution qid, ofloxin ophthalmic ointment qid, and loxonin ¿taken at home for pain relief.¿ f/u on (B)(6) 2012: the pain and injection resolved, erosion dramatically improved. Va: not measured, the pt had difficulty seeing. The ecp instructed the pt to resume applying prescribed eye ointment which the pt had stopped using. F/u on (B)(6) 2012: ¿close to resolve-remaining staining was confirmed by fluorescein staining. Erosion resolved. Only spk remains. Va: not measured.¿ the pt was instructed to continue the current treatment including the eye ointment and to return for f/u in one week. The doctor ¿assumes that recovery will be confirmed next time¿ because ¿the symptom improved in 10 days.¿ on (B)(6) 2012, the pt reported that on (B)(6) 2012 recovery was confirmed by the ecp. The pt also reported that the vision in the od used to be clearer and seems to have decreased. On (B)(6) 2012, the clinic where the pt was treated was contacted; a staff member confirmed that the pt was examined on (B)(6) 2012 and ¿recovery was confirmed.¿ no add¿l info is available at this time. The product in question was rec¿d by the (B)(4) affiliate on (B)(6) 2012 and is currently enroute to the u.s. For product eval. On (B)(6) 2012, the shop that sold and dispensed the lenses in question was identified. The (B)(4) affiliate reported that their trueye recall data indicates that as of (B)(6) 2011 the contact lens shop reported that ¿the lot # 4922900202 carton had been reported not able to retrieve due to having been used.¿ a lot history review was requested; the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. The lot history review indicated that this lot was manufactured under normal conditions. At the time of product release, all documentation showed that this lot met all release criteria. In conjunction with the (B)(4) 2010 voluntary recall pertaining to 1-day acuvue trueye (narafilcon a) contact lenses manufactured on (B)(4) mfg (B)(4), between (B)(4) 2010, vision care conducted a detailed technical review of the mfg process which determined that the incomplete rinsing of product identified in the recall was corrected by a maintenance replacement of the rinsing dose head. The review also revealed add¿l sources of process variation not previously identified. In parallel to the technical review, due diligence statistically-based sampling protocol was initiated to retrospectively assess decanoic acid levels in product from all lines currently mfg 1-day acuvue trueye (narafilcon a). The testing revealed a higher than expected level of variation in the mfg process confirmed that isolated lenses produced on (B)(4) mfg line 40 after (B)(4), may contain levels of decanoic acid above the established limit. As a result, effective (B)(4) 2010 the recall was expanded to include all 1-day acuvue trueye (narafilcon a) lots manufactured on (B)(4). This represents a mfg time frame from (B)(4) through (B)(4) 2010. If add¿l info is rec¿d, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.